Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, low battery and no power. The customer's blood glucose reading was unknown at the time of incident. The customer installed a new battery and troubleshooting found that the pump was operating as designed and advised customer that a replacement battery cap would be provided. Customer was advised to monitor the pump and call back if further issues arise.